Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen, user interface assembly revealed no evidence of damage or contamination. The customer returned touchscreen was installed into an fi test gui and the gui was attached to an fi test ventilator. The fi test ventilator was booted into the diagnostic mode and three touchscreen calibration cycles were performed with no errors produced. The touchscreen diagnostics were performed with no failures produced. The controls test #3 from the service manual was performed and passed. The fi test ventilator was booted into normal ventilation mode and deliver breaths. The power was cycled on and off 15 times without producing any failures. The touchscreen was exercised by entering different menus and changing the settings. The menu buttons, setting changes, and screen touches all worked with no failures produced. The customer returned touchscreen was allowed to run for approximately four (4) hours and no errors were generated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned touchscreen was tested and no failures were identified.